Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted; one in the lad and one in the lcx. Approximately 53 months post the index procedure due to chest pain and in stent restenosis a resolute integrity drug eluting stent was implanted in the lad. A dissection occurred during the revascularization and was treated with an integrity bms.

Manufacturer narrative:
Results, conclusions: dissection. (B)(4).